Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "constant downstream occlusion" which was found through a review of the event history log by the presence of "downstream occlusion!" But it could not be determined if the alarms were true or false. The device was tested for downstream occlusion detection which yielded failing results. Evaluation reproduced the reported symptom and found the cause to be an out of specification downstream tubing guide. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion. There was no patient involvement. No additional information is available.